Event description:
It was reported to boston scientific corporation that during a pubovaginal sling procedure using a capio cl suture capturing device, after the first suture was fired, the needle carrier would not retract, outside of the patient, to allow the threading of the second suture. The physician completed the procedure with another capio cl suture capturing device, with no complications to the patient, who is over 18 years of age and was fine at the conclusion of the procedure.